Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that the auxiliary adaptors from their defendo single use valve kit have been leaking water out onto the floor. No report of injury.

Manufacturer narrative:
The device subject of the reported event was disposed of by user facility personnel. Without the return and evaluation of the device a cause cannot be determined. The device history record was reviewed and confirmed the lot was manufactured to specifications, and no abnormalities were noted. A 1-year complaint review was performed and confirmed this to be an isolated event. No additional issues have been reported.